Event description:
A ds2adv auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and pca with components burned. Device was damage. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.